Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 30-25mm amplatzer talisman pfo occluder was selected for implant on (B)(6) 2023 using a 9f amplatzer talisman delivery system. During implant the right disc of the device took on a bulging form. The device was removed from the patient prior to release to the delivery system and replaced with a new 30mm amplatzer multi-fenestrated septal cribriform occluder. There were no interactions with cardiac structures nor were there any angulations and kinks in the delivery system. The patient remained hemodynamically stable throughout the procedure. There were no clinically significant delays in the procedure. There were no adverse affects to the patient. The patient was reported to be discharged.

Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. Additionally, an image was received from the field appeared to show the device deformity. However, it could not be confirmed as there was no shape of device deformity during the returned device analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. The cause of the reported incident could not be conclusively determined.